Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump goes through batteries in 12 hours or less. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer did not receive a low battery alert prior to the off no power alert. Customer was advised to monitor the device and to get new recommended batteries to test the pump. The customer was also advised to call back if further troubleshooting needed.